Event description:
Caller from accunt reported that unit overfilled final container based on institutional testing. One station overdelivered by 8%, another by 10% according to the caller. User was advised not to use the unit which was swapped out. No pt involvement.